Event description:
Information received from the field notes that during a pre-discharge follow-up, battery impedance was found to be 27.8 kohms. Other values were normal and the device was working well. A subsequent follow-up showed abnormal battery voltage and impedance. Therefore, the device was replaced. There were no consequences to the patient.